Event description:
It has been reported that 3 dall miles cable tensioners, are only working intermittently. They work partially, but not fully tension. There was no adverse consequence for the pt or delay in surgery or anesthesia time.